Event description:
St jude medical, daig div, was notified of an incident which involved the capping of a myocardial sutureless permanent pacing lead. An event summary report was received from guidant corp on 06/12/2000 indicating that the lead was capped and remains implanted, therefore the problem could not be confirmed. The status of the pt is unknown.